Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the serial number of the device remains unknown; therefore, no device history record (DHR) review can be done. Through follow up with the health care provider, it was learned this elderly male patient was significant for coronary artery disease and valvular heart disease. No other patient information is available. It has been learned that the device is not available for return and evaluation because it remains implanted and the patient has expired. No cause of death has been provided. There has been no information that indicates the device contributed to the patient's death.

Event description:
Edwards has received information that a 25mm mitral bioprosthetic valve exhibited a gradient of 10mmhg (mean) and 21mmhg (peak) with moderate mitral regurgitation at one (1) month after implant. At three (3) years, eight (8) months mitral gradient increased to 14mmhg (mean) and 23mmhg (peak) with severe mitral regurgitation. Information later obtained revealed this 84 year old male patient expired approximately 3 years, 10 months post-mvr and cabgx3. Patient's medical history was significant for coronary artery disease and valvular heart disease. Device remained implanted.

Manufacturer narrative:
Additional manufacturer narrative: echos were assessed by independent reviewer who indicated prosthetic mitral valve thickening was progressive and abnormal since implant. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Date of event is being corrected to (B)(6) 2012. There was a progression of disease. On this date, echo revealed mitral regurgitation to be severe.